Event description:
Clinician reports, the membragel was used at the time of an implant placement with allograft in a buccal dehiscence with fenestration. Clinician reported that the site did not heal well and infection occurred with pieces of the membragel coming out.

Manufacturer narrative:
Manufacturer completed a review of the manufacturing records and found the product to be within specification.